Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00103 and manufacturer report # 3005099803-2012-00104 address these devices.it was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure performed on (B)(6), 2012. According to the complainant, while preparing the first speedband device (mr # 3005099803-2012-00104) for use, the suture was broken prior to attaching it to the tripwire. A second speedband device (mr # 3005099803-2012-00103) was then opened and used; however, after deploying five bands, the final two failed to release. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00103 and manufacturer report # 3005099803-2012-00104 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure performed on (B)(6), 2012. According to the complainant, while preparing the first speedband device (mr # 3005099803-2012-00104) for use, the suture was broken prior to attaching it to the tripwire. A second speedband device (mr # 3005099803-2012-00103) was then opened and used; however, after deploying five bands, the final two failed to release. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed and found that the handle, tripwire, strap, and ligator head had been received. The ligator consisted of six blue bands and one white band. The ligator teeth were found severely damaged. The tripwire was found bent and the distal loop of the tripwire was missing. The wire appears cut at this location. Slight indentations were found in the groove of the handle, which typically is an indication that an attempt was made to cinch the wire. Residue was found on the ligator head. Additionally, the blue bands appear to be nicked or damaged. The suture was not received along with the device and other components. A functional evaluation was performed by rotating the spool. The spool "clicked" with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint that the suture broke. Although the suture was not returned, there was sufficient evidence from the visual inspection of the returned device and its components indicating that it is likely that the suture did break at some point during the procedure. The reported event of suture broke likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.